Manufacturer narrative:
Amendment corrected fields: f10 patient codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient suffering from twiddlers syndrome, which caused this lead to curl up on the associated right ventricular (rv) lead. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient suffering from twiddlers syndrome, which caused this lead to curl up on the associated right ventricular (rv) lead. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient suffering from twiddlers syndrome, which caused this lead to curl up on the associated right ventricular (rv) lead. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported.